Event description:
A data error alert was reported by the customer, occurring after the pump's ship date. The customer's blood glucose level at the time was approximately 220 mg/dl, which is within the normal range of 54-500 mg/dl. Technical support informed the caller that some history logs might have been erased, but the therapy remained unaffected. The customer acknowledged this information and decided to continue using the pump for insulin therapy.